Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report low blood glucose levels and that she needed help setting her temp basal. The customer's blood glucose level was 49 mg/dl. The customer treated with glucose tablets and cake. The customer's product was not replaced or returned.